Manufacturer narrative:
The specimen was collected in a lithium heparin tube and it was centrifuged at 3,000 rpm for 8 minutes. Qc data supplied by the customer indicates qc was recovering erratically for a number of weeks. Two system checks provided by the customer shows all portions within published specifications; however, the system checks data was indicating poor aspiration of unbound particles. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and discovered that the peri-tubing carrying the liquid waste from the aspirate probes had a hole in it and was dripping into the analytical module. B) the fse replaced the tubing and cleaned the wash carousel. C) the fse performed verification protocol and all portions passed. Hardware issue is the root cause for this event.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial results were: 0.51ng/ml and 0.12ng/ml. The specimen was re-tested on a different instrument and a result of 0.13ng/ml was obtained. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.